Manufacturer narrative:
This report is submitted on january 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2018. There are no plans to re-implant the patient with a new device as of the date of this report.